Event description:
Event description guidant received information that during an attempted implant this implantable transvenous defibrillation lead's impedance measurements was greater than 2000 ohms through both the device and the pacing system analyzer (psa). The lead was not implanted and was returned to guidant for analysis.